Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. In an attempt to correct the issue, the fse replaced the video generator, front end boards; however the issue was not resolved. When the fse replaced the top level display, coiled cord, and installed the software performing the touch screen calibrations the issue was then resolved. The fse performed all calibration, functional and safety checks to meet factory specifications and device was working within specifications.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. In an attempt to correct the issue, the fse replaced the video generator, front end boards; however the issue was not resolved. When the fse replaced the top level display, coiled cord, and installed the software performing the touch screen calibrations the issue was then resolved. The fse performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. Repairs are ongoing and a supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) displayed a power-up test fails code # 6. There was no patient involvement, and no adverse event reported.